Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2017 surgeon experienced a lack of suction (prior to laser being fired) with the patient interface (pi) on patient's left eye. Surgeon switched out the pi and use a new one to re-applanate patient. The laser was creating the flap when there was suction loss. It was reported that patient was then converted to photorefractive keratectomy successfully. Bcva from (B)(6) 2017: right eye pre-op 20/15 3.00 x -1.13 x 85, left eye pre-op 20/15 2.75 x -1.13 x 95.